Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient was unhappy with the vision and could not see well. The lens was implanted about three years ago. The patient has recently had the lens explanted by a different surgeon. Additional information has been requested.